Event description:
When opening sterile packaging for the palacos bone cement the outer wrapper kept ripping in a manner that could contaminate the inner sterile package. Multiple packages opened by several different team members and the same thing happened this and item had to be wasted.